Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose of 688 mg/dl on (B)(6) 2019. Customer was treated with insulin drip and customer was feeling sick. Customer declined troubleshooting at that time. Insulin pump will not be returned for analysis.